Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reprodcued and confirmed through evaluation. This condition was caused by a failed motor flex. The motor assembly was replaced.